Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4). Receipt of initial submission attempt that was done on the 11th of august 2019, this failure was discovered while trying to submit a final report (follow up number 1), thus the current report is an initial + follow up number 1. The failure is due to wrong fei number (which was right in our records), thus a new fei number is assigned.

Event description:
The complaint was reported by a customer from (B)(6): delivery issue.